Event description:
It was reported the patient turns her scs system off prior to going to bed, and wakes up with the system on in the morning. The patient also experiences soreness at the ipg site. The patient was instructed in turning the system off. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.